Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc). The patient experienced greater than 2 seconds of asystole. An x-ray was performed and it was determined that the rv lead dislodged. The physician decided reprogram the rv lead to maximum outputs. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated that a revision procedure was performed to reposition the lead. Subsequently, the lead was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement, high thresholds, and loss of capture (loc).

Event description:
This supplemental report is being filed as the device evaluation was completed.